Event description:
Information received from the field notes that during a routine follow-up, an unusual ECG was collected after completing a ventricular autocapture threshold test. Six beats after the threshold test, the device began to pace at a high rate. The patient felt fine and was being paced at about 110 ppm. After several attempts to reprogram, a base rate reprogramming broke the high rate pacing. The patient was pacemaker dependent.